Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) and reached its elective replacement indicator (eri) faster than expected. Technical services (ts) analyzed device data disk and recommended device replacement. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) and reached its elective replacement indicator (eri) faster than expected. Technical services (ts) analyzed device data disk and recommended device replacement. No adverse patient effects were reported. Per additional information, this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) and reached its elective replacement indicator (eri) faster than expected. Device data was saved to a disk and submitted for technical services (ts) review. After ts analyzed the data, device replacement was recommended. No adverse patient effects were reported. Per additional information, this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.